Event description:
Dealer states: "bearing was disengaged, causing the ball to fall."

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model lttr19fr, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1125095 rev e (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the bearing was disengaged, causing the ball bearing to fall. The dealer alleged the ball bearing just shredded. The dealer also noted the this transport chair was is in the general fleet, which is used by several individuals. The bearing malfunction has a potential to tip the chair which may cause fall injury. MDR filed.